Manufacturer narrative:
According to the facility on 4/1, the patient sat down on the rollator with the brakes off and reached into a cupboard to grab something and the wheel fell off. The patient fell backwards hitting her head and it caused back pain. The patient stated she went to the doctor who diagnosed her with a concussion. As far as the facility knows she has recovered. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on 4/1, the patient sat down on the rollator with the brakes off and reached into a cupboard to grab something and the wheel fell off. The patient fell backwards hitting her head and it caused back pain.